Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of ligafix screws, the source of the defect cannot be attributed to the manufacturing conditions. The fact that the cortical bone could not be tapped generated threading damage in the cylindrical portion of the screw due to shear stress exerted during screwing on the threads by the patient's very dense cortical bone. The threads acted as a buffer to prevent breakage of the screw body which would have generated several broken pieces. Because the threading in the cylindrical portion of the screw was damaged, the screw could not be driven in: the screw was freewheeling. Therefore, the head of the screw could not penetrate the tibial tunnel.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. Damaged screw returned by client : "due to the strong cortical bone of the tibia and the inability to tap the bone, the screw turned."